Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited loss of capture at maximum output. The patient had no symptoms reported due to this issue. The lead was removed and replaced on (B)(6) 2018, and the patient was discharged post-procedure.

Manufacturer narrative:
The damage found was sustained during surgical procedure. The portion of the lead returned was otherwise normal.